Event description:
Wire coiled in subclavian, multiple attempts to uncoil wire unsuccessful. Tiny amount of wire was left in subcutaneous tissue. Diagnosis or reason for use: difficult vascular access/dialysis.